Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Medtronic representative reported via phone call high blood glucose. Customer's blood glucose level went as high as 600 mg/dl and as low as 60 mg/dl. Customer was found unconscious due to low blood glucose levels. Customer had bent cannulas and advised they would call back during an infusion set change in order to troubleshoot.